Event description:
It was reported that the patient "never" experienced therapeutic effect. It was additionally reported that the patient felt "stimulation in her leg, toes, stomach, and butt" and that these were in "the wrong location." It was stated that four different manufacturer representatives were unable to program the patient's stimulation to cover her lower back. The patient also reported that her health care provider (hcp) was unable to "get it to work after six months." It was also stated that a "clinical supervisor" was unable to program the device. The patient noted that her trial period "went well" and that the trial device provided "four days with no pain whatsoever." The patient reported that following permanent implantation, her pain "got worse." She also stated that the implantable neurostimulator (ins) "was hurting her." It was further reported that the ins "caused her pain in her legs and she couldn't even roll over in bed." The patient stated that the ins was "pushing against something" and that the patient could "barely walk" the week prior to report. It was reported that the patient was concerned that the ins could "come into contact with her other implanted surgical equipment." It was reported that the patient had her ins explanted the day prior to report. The patient reported that she both "told her hcp to take the ins out if the hcp couldn't get it to work" and that the "hcp decided to take the ins out without consulting" her. The patient reported that the hcp told her the "battery was way too low." The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed shall additional information become available.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient had gone in for revision, it had been 'killing down by the battery area.' It was reported the patient would have to go to bed early because they couldn't walk as they were in so much pain. The patient's health care provider saw where the battery was placed and said it had been 'way too low.' Patient outcome was not provided.

Event description:
Additional information was reported regarding the removal of the device. It was reported, the patient was in a great deal of pain while on the bed during the procedure and when asked if it was pressing on something the physician had reportedly stated, it was "too low - it is way too low." The patient had expressed multiple times dissatisfaction regarding the device having been explanted and not revised.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was due to ¿unpleasant stimulation.¿ it was noted that the device was explanted. It was noted that imaging was performed and the results revealed ¿not good positioning.¿ it was further noted that multiple attempts were made to reprogram the device. No patient hospitalization was required. No patient injury was reported. Additional information received reported that the patient was ¿very distraught.¿ it was noted the patient had ¿pain in the spine¿ and felt the implant ¿pushed against it.¿ it was further noted the patient felt the implantable neurostimulator (ins) was ¿placed too low.¿ it was noted that on the day of the explant the plan was to revise the leads for better coverage but the entire system was explanted because it was not helping with the patient¿s pain. It was further noted the patient felt the pain was worse since the device was removed and the patient experienced ¿many days¿ where she ¿could not get out of bed or walk.¿ it was further noted the patient was ¿very labile.¿ it was noted the patient was scheduled for an MRI. Additional information received reported that there were no issues found with the device. It was noted the device was removed because it was ¿not working for the patient.¿ additional information was requested but was not available at the date of this report.